Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited rising impedance. The rv lead was capped and replaced. The rv lead was later explanted. No patient complications have been reported as a result of this event.